Event description:
Information was received indicating that the patient was experiencing shortness of breath and a rash a few days after the implant surgery. The patient spent several days in the hospital after visiting the ER and was prescribed prednisone for the rash. No other relevant information has been received to date.